Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the radius 7, rd-mlnc adapter cable and sensor were pulled from service due to multiple complaints of error messages. Safetynet trends shows the same patient was admitted to sn on the day of the complaints listed. Monitor found on a patient who had clubbed fingers, thickened and discolored nailbeds with ridges. A 4003 sensor was malpositioned (sideways and low; at the level of the knuckle). Patient appeared to have a cellulitis on both lower extremities. Both feet were swollen and purple- not an alternative monitoring site. Radius 7, cable and sensor changed at 0826 on (B)(6) 2016. Immediate ¿no sensor¿ message. Monitor placed into max sensitivity; spo2 displayed, but there were frequent drop-outs when the patient moved or used his hands. No known impact or consequence to patient.